Event description:
A ventilator was returned to a third-party service center for preventative maintenance. There was no harm or injury reported. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at third-party service center, no alarms sounded during operational check and no actionable errors located in the logs. Preventative maintenance was performed and the front panel was replaced due to cracking around the screw posts. The device was tested and it failed the active exhalation verification pilot reading test step. The three-way solenoid valve was replaced to address the issue. The device was retested and failed with an error of evt_obm_valve_failure, the o2 proportional valve that controls the flow of o2 to the blower inlet is mechanically stuck closed or open. The oxygen blending module sub-assembly was replaced to address the issue. The device was retested and passed all testing.